Event description:
It was reported that tandem mobi pump generated cartridge alarm that was confirmed as alarm 30 and customer experienced high blood glucose, with the meter displaying ¿high¿ and specific value unknown. Customer treated high blood glucose with a correction injection using multiple daily injections and did not require help from emergency services or other third parties. Technical support instructed customer to remove cartridge from pump, but customer was unable to reload original cartridge and had no additional supplies. No additional information was received regarding the final outcome of the event.